Manufacturer narrative:
Date initial report sent: 07/13/2007.

Event description:
Procedure: thoracic. According to the rptr, it was originally stated that the instrument jammed outside the operating site. However, upon receipt of the prod on it was observed that what appears to be a tissue remnant remained in the jaws of the device. Therefore, this report was created based on the assumption that the device locked on tissue and was cut off, thus resulting in a tissue remnant remaining in the stapler jaws.